Manufacturer narrative:
Radiographic image assessment indicated that right panel image - lateral x-ray l5-s1, interbody fusion. Graft collapsed on left image captured to right. Anteroposterior x-ray - graft collapsed on left image captured to right. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Radiographic image review comments concluded that right panel image - lateral x-ray l5-s1, interbody fusion. Graft collapsed on left image captured to right. Ap x-ray - graft collapsed on left image captured to right. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, distributor) regarding a patient having spinal therapy. It was reported that the cage was fully collapsed. Catalyft pl40 spacer was implanted in a patient in l5-s1 at the end of (B)(6) 2024 and after 4 months of implantation during a follow visit to the surgeon, the patient complained of a recurrent back pain. After doing the MRI, the surgeon found that the cage was fully collapsed. The cage is still in place and inside the patient till now. There were no further complications reported regarding the event.